Event description:
Additional information later reported the causality was noted as the pump. The severity was indicated as severe and seriousness required hospitalization or prolongation of hospitalization for treatment of adverse event.

Event description:
It was reported that the patient experienced fever, reddening in the pump site, and fluid retention. A culture sample was performed and antibiotic was administered. The patient was dose adjustments where the dose was decreased on (B)(6) of 2013. The pump was removed (B)(6) 2013. The "CPR" turned negative (B)(6) 2013 and the reddening and antibiotic were discontinued. The patient recovered (B)(6) 2013.

Event description:
It was reported that the pump was explanted because the abdomen around the pump became infected and could not be controlled. The physician noted that the sterilization of the pump had not been disturbed. The drug delivered via the system was gabalon. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter: model: 8781, serial# unk, implanted/ explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).